Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of biventricular pacing. On (B)(6) 2023, x-ray was performed and revealed the left ventricular (lv) lead had dislodged. The physician elected to explant and replace the lv lead. The patient condition was stable after the procedure.